Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a service request regarding a patient who received an unknown drug via an implanted infusion pump. The indication for use was non-malignant pain and failed back surgery. On (B)(6) 2015 the patient verified that the implanted device had not worked "for at least the past five years" as it did not help her pain. The pump was still implanted in the patient's body. The name, dose, and concentration of the medication in the pump, circumstances leading to the lack of therapeutic effect, and patient outcome were unknown. Follow up was conducted to attempt to obtain further information. If additional information is received a follow up report will be sent.